Event description:
Customer reported that the mobile app was frozen while loading a cartridge, causing issues with the pairing of the pump. There was no adverse impact to the customer's blood glucose level. Despite initial efforts to resolve the problem by uninstalling and reinstalling the app, the issue persisted. Technical support advised the customer to reset the pump, which successfully resolved the problem by allowing the pump to pair with the mobile app.